Manufacturer narrative:
Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No product was returned for investigation. The cause of the event could not be determined.

Event description:
The customer complained of questionable inr results for 2 patients from a coaguchek xs professional meter compared to an unknown laboratory method. The meter serial number was requested but was not known. From the data provided, the meter result for 1 patient was a reportable malfunction. The specific date of the event was not known and is only an approximation. The customer obtained a meter 6.2 inr. Within 7 hours the laboratory result was 4.7 inr. Further information about the patient was requested but was not provided. There was no allegation of an adverse event.